Event description:
A report received from the USA stated the device had a cut in the cord. Device was not used in surgery. It is unk if pt injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. Ref: (B)(4).